Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown

Event description:
It was reported that the pump exhibited force sensor bridge test error, motor drive errors, board issues, broken plunger and flip, and damages to the syringe holder and the top case. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the barrel head is missing, battery is missing, top case is damaged in front left corner, flippers do not snap down, and battery is missing. The event history log was unable to be reviewed due to the device not powering up. Functional testing was able to duplicate the reported problem. It was determined that the device was mishandled incorrectly by the customer; the mainboard was inoperable and the root cause. The barrel head and top case were replaced, and the plunger head was reassembled. The service history review identified no indication that the complaint was related to a service of the device within the review period.